Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the attachment device will not tighten down on bit was confirmed. An assessment was performed on the device which found that the cutter could not be secured due to a worn locking component. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during routine inspection in sterile processing, it was observed that the attachment device would not tighten down on the bit. The event was not related to surgery. There was no patient involvement reported. There were injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.